Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device system upgrade procedure. Upon interrogation, the right ventricular lead exhibited a gradually increasing pacing impedance and capture threshold over the last few months. The lead was observed under fluoroscopy and it was normal. Physician believed that the issue was due to a lead/tissue interface. The lead was capped and replaced. The patient was feeling well before, during, and after the procedure.